Event description:
It was reported that the device exhibited noise. No patient condition or further information was reported

Event description:
New information indicates that over-sensing of noise was observed during an in-clinic visit. Programming changes were performed. The patient was in stable condition with no adverse health consequences.